Manufacturer narrative:
Conclusions - device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was freezing, while attempting to interrogate patients' pulse generators. Troubleshooting did not resolve the issue. The handheld was subsequently returned to MFR for analysis, however, that analysis is not yet complete.